Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and heart block. It was further reported that the right ventricular (rv) lead dislodged on the same day it was implanted and exhibited loss of capture. The rv lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.